Event description:
During an initial implant procedure of a ventricular leadless pacemaker (vlp), it was reported that the physician had to reposition the vlp due to unspecified unfavorable electrical parameters. Additionally, the patient was noted to experience significant ectopy with the current position of the vlp. This promoted the physician the reposition the vlp again where it was noted the helix became stretched on fluoroscopy. The vlp was not used and a new vlp was successfully implanted. The patient was stable following the procedure.

Event description:
Additional information received indicated that the physician elected to reposition the vlp due to positioning failure seen on the commanded electrocardiogram (cegm).